Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: >7.5; 07/19/2012, 7.0, lab: 3.6. Therapeutic range: 2.5-3.5.

Manufacturer narrative:
Investigation pending.